Event description:
According the, during an open liver resection, the product was not able to fire and the surgeon was not able to squeeze the handle. The device made a crack sound. Another product was used to complete the case. There was no patient injury noted during this event.